Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially grouins punctures and transseptal were done. They were ready to ablate in the left atrium (la). They did a zero on the qdot micro catheter. On the first lesion, during the q+ mode the force went to high (80 to 120 g). They did another zero. They did try 2-3 other lesions in another place in the right atrium and the same issue happened. They changed the qdot cable and nothing changed. They changed the catheter to resolve the issue. The procedure was delayed by 5 minutes. There was no patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-may-2024, observed a separation between the pebax and electrode section and foreign material inside of it. This event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 08-may-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 01-mar-2024. The device evaluation was completed on 08-may-2024. The qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. A screening test was performed, and the device was recognized and visualized correctly; however, negative force vector appeared in the system with high force readings due to insufficient adhesive application on the wires inside the tip. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The issue reported by the customer was confirmed. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. In order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system, prior to use of the force feedback feature. Zero the contact force reading when moving the catheter from one chamber of the heart to another or upon reinsertion. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. These product issues will be addressed through bwi's quality system. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device and to reduce inaccurate force reading & negative vector customer complaints. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of a ¿separation between pebax and electrode section and a foreign material inside¿. -investigation findings: manufacturing process problem identified (c16)/ investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force¿ issue. In addition, the biosense webster inc. Analysis finding of the ¿manufacturing related¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive causing negative force vector and high force readings¿. Manufacturer¿s reference number: (B)(4).